Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this axium coil would not detach with an instant detacher or using the manual detachment method (referenced in the instructions for use) during the coiling treatment of a small ruptured, saccular, anterior communicating artery (acoa) aneurysm. It was reported that the physician tried to detach the coil one time with an instant detacher and 4 more times with the manual method, but it failed to detach. The physician withdrew the coil successfully and treated the patient with another axium coils. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation. After analysis of the returned device the clinical observation confirmed. As received, the implant coil was found in good condition and still attached to the pushwire. The instant detacher was not returned. Additionally, the pushwire was found broken on the proximal end without the release wire extending out. During evaluation the implant coil was successfully detached from the pushwire by pulling back on the release wire. The release wire was then completely pulled out from the pushwire for evaluation of the coin. The coin appeared to be damaged and showed evidence of the coin jammed against the lumen stop. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. It is likely that coin jammed in the lumen stop which led to the difficulty during detachment with the instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator (hbi) and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.